Manufacturer narrative:
Updated data: h.6 - method codes for the delivery catheter system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evolutpro-29, serial/lot #: (B)(4), ubd: 24-nov-2020, UDI#: (B)(4). (B)(4). Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a frail patient with a severely calcified native aortic valve annulus and left ventricular outflow tract and severe tortuousity and kinking in the abdominal aorta, using a stiff guidewire, the delivery catheter system (dcs) advanced through the patient¿s anatomy without issue. During valve deployment, the valve was recaptured once. During the second deployment, the dcs was pushed and pressure was released from the guidewire, but as the valve was released from the dcs at a high implant position, it immediately dislodged. It was reported the dcs did not contribute to the valve dislodgement. The valve was snared to the ascending aorta. A second valve was loaded onto a new dcs and attempted to be deployed. However, the patient reported back pain and became hypotensive. The valve and dcs were withdrawn from the patient. A 16fr sheath was inserted, but the patient became severely hemodynamically unstable and went into cardiac arrest. Cardiac massage was unsuccessful and the patient died during the implant procedure. It was reported the dcs may have contributed to a ¿probable¿ abdominal aortic dissection as it was inserted through the tortuous anatomy, which led to hypotension, severe hemodynamic instability, and subsequent death. The cause of death was severe hemodynamic instability as a result of a probable abdominal aortic dissection. An autopsy was not performed.

Manufacturer narrative:
Conclusion: potential factors that can influence a pop-out/dislodge include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others. It was reported that the dcs did not contribute to the dislodgement. In this case, calcification levels (severe), patient anatomy and high implant height may play a role in the dislodgement of the valve. However, with the limited information and no images to review, we are unable to conclusively determine the cause for this report. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. In this case, the valve was snared to the ascending aorta and a second valve was attempted to be deployed. However, the patient reported back pain and became hypotensive. The valve and dcs were withdrawn from the patient. The evolut system instructions for use (IFU) warns the user against using a snare to reposition a deployed valve as follows, "once d eployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery." There is no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to this event. Updated h.6 - eval results, eval conclusion code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.